Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), product type: catheter. (B)(4).

Event description:
Information was received from the healthcare provider (hcp) via a clinical study, regarding a (B)(6) male patient receiving intrathecal dilaudid 1mg/ml at 0.1001mg/day via an implantable infusion pump. The indication for use of the device was for non-malignant pain. It was reported that during an examination on (B)(6) 2015, there was clear drainage from the posterior incision, that was likely a cerebrospinal fluid (csf) leak. The most recent programming/refill prior to event was on (B)(6) 2015. The patient was admitted to the hospital on (B)(6) 2015 for a csf leak (5 days after implant.) The patient had surgical intervention for the csf leak and was discharged within 24 hours. Intervention was specified as placing a purse-string around catheter itself with two different sutures. It was noted that this adverse event was likely classified as serious. On (B)(6) 2015, there was a very scant amount of clear drainage emanating from the posterior lumbar incision. It was reported as unlikely related to the device or therapy, and related to the implant procedure. Event was noted as ongoing. If additional information is received this report will be updated.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a healthcare provider (hcp) indicated there was no erythema, tenderness, drainage, swelling, or obvious fluid collection on (B)(6)-2015. The event was considered to be resolved without sequela.